Event description:
It was reported that the user disconnected from the ilet and forgot to reconnect after a work shift, resulting in hyperglycemia to 390 mg/dl. The user later performed a supply change, reconnected to the ilet, and received alerts from the device, with the issue associated with improper use of the infusion set and cartridge. Symptoms included hyperglycemia without reported physical symptoms. Outcomes included a delay to therapy until reconnection, after which glucose levels stabilized to approximately 120 mg/dl on cgm. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to failure to follow instructions, with the relevant component being the ilet. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.